Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred at 09:00am on (B)(6) 2017. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the meter issue, however stated that due to the device not turning on she had to visit the emergency room at 07:00pm on (B)(6) 2017 where she received treatment with humulin u 500 insulin. During troubleshooting the cca noted that it was the first time the meter had been used and there was no apparent misuse of the device. The screen did not power on when holding the power button and the battery indicator message did not appear prior to the power issue. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.